Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Initially, the patient was hospitalized because the heart rate was racing. The arrhythmia however was not related with the lead. A chest x-ray was done and showed that the lv lead was pulling back out of the coronary sinus. Follow-up check was scheduled to evaluate the lead and possible revision. Additional information indicated that the lead was turned off because of its position as seen in the chest x-ray result. The left ventricular (lv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.